Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a tsa conversion to an rtsa, upon trying to remove the tsa univers apex stem, the slap hammer nubbin broke off in the extraction tool leaving us with a broken slap hammer. This resulted in a difficult time trying to remove the stem adding at least 30 minutes to the case. No additional incisions were made. Surgeon used same deltoid/pectoral approach for total shoulder arthroplasty procedure. They were unable to perform a normal removal technique so they used a tps burr to help facilitate the removal of the apex stem. No additional anesthesia was needed. Product ar-9202-14, lot 250150205, will be returned for evaluation. The original tsa procedure took place (B)(6) 2020 during which the following devices had been implanted: ar-9106-02, univers vaultlock glenoid, lot 1027261917. Ar-9100-08s, univers apex humeral stem, lot 10321781. Ar-9150-19p, usp ii humeral head, lot 10291252. The original tsa and rtsa were preformed by the same surgeon at the same facility. Conversion procedure was being performed due to a failed rotator cuff. All original implants were explanted during the procedure.